Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery of below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected for use in endovascular therapy of arteriosclerosis obliterans. During procedure, at first dilation, it was noted that the balloon ruptured at 6 atmosphere. However, the lesion was successfully dilated using new coyote balloon catheter. Subsequently, the jade catheter got stuck in guidezilla when used. The device was removed as a unit and completed with another of the same device. There were no complications reported and the patient was good post procedure.